Manufacturer narrative:
Date sent to the FDA: 04/08/2009. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. Consumer reports the following possible products: coated vicryl (polyglactin 910) suture psd ii (polydioxanone) suture.

Event description:
Consumer / patient reported that she underwent a latissimus flap procedure in 2009, for reconstruction after a previous mastectomy. The patient developed redness at the suture site and started to spit sutures within one week following the procedure. The patient reports that the suture line is continuing to spit sutures and at least eight inches of the suture line is open. The patient was prescribed topical and oral antibiotics.